Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of paclitaxel sets were leaking below the drip chamber. The location of the leak was further described as in the area where the tubing goes into the drip chamber. This was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.